Event description:
It was reported to philips that the device would not provide an ECG waveform through the installed pads. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.